Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the event occurred prior to hydro dissection and the surgeon feels the system may have been the cause. The patient was referred out for a vitrectomy and is having postoperative corneal issues with superficial punctate keratitis currently on artificial tears.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported, following the laser portion of laser assisted cataract surgery the surgeon put trypan blue into the patients eye and noticed the nuclei dropped and vitreous was present. A vitrectomy was required and the lens was placed in the sulcus.